Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences. Customer's blood glucose was 40 mg/dl. Customer had symptoms of leg spasm, disoriented and sweating. Customer treated low blood glucose with glucose tablets. After customer removed sensor, it was found that needle was bent. Customer would insert sensor differently.